Event description:
It was reported that during a mandibular osteotomy and excision of the left and right cranium, both sides of the patient's mouth were burned. Teracotril ointment was applied to the second degree burns, and the procedure was completed as planned.

Manufacturer narrative:
Device was not received by the manufacturer. If the device is received, a follow up report will be completed.